Event description:
It was reported that the handpiece and drill would not calibrate. When trying to home the handpiece, the drill would sound like it was retracting but would not move. A new drill and handpiece were used. The devices were not being used with a patient during the event. Results of the investigation have concluded that the snaplock assembly was damaged, which makes it a reportable event.

Manufacturer narrative:
H10, h3, h6: the navio handpiece, intended for use in treatment, had a homing failure prior to a procedure on (B)(6) 2015. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The handpiece failed homing and it was found that the lead screw did not pass through the lead screw nut / snap lock, as easily as expected. The most probable cause is thermal expansion of the lead screw nut during sterilization, which when combined with a less than perfect tapping tool, can manifest itself in the manner observed. A worn-out tap would leave additional material inside of the lead screw nut and the thermal expansion during autoclaving could push the excess into contact with the lead screw. This would require a higher torque to move the assembly and explain the homing errors seen. The root cause of this issue was found to be supplier / raw material fault. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.